Manufacturer narrative:
Results: line 15 came off of electrolyte injection cup. (B)(4).

Event description:
On (B)(6) 2011, customer reported that they had a fluid leak under the dxc 600 pro instrument around the time they performed weekly maintenance. Customer did not use the instrument after the leak was noticed, and no injuries or erroneous patient results were reported. Field service engineer (fse) examined the instrument and found the cause of the leak was due to line 15, which drains sample and reagent waste, popping off of the electrolyte injection cup (eic). Fse cleaned and bleached the eic and cleaned the spill. Fse reinstalled line 15 and primed the instrument 15 times without incident. Fse also calibrated the instrument and ran a quality control check to verify performance. No further problems were reported.